Event description:
Robot was being tested prior to patient being brought into the operating room. The robotic arms didn't move like they should. The over-ride button was pushed, and the same issue occurred. The surgery was cancelled. The robot was rebooted and worked correctly but davinci repair technician advised not to use robot until arm could be replaced.